Event description:
It was reported that, during a meniscal repair procedure, the fast-fix anchors (t1 & t2) deployed simultaneously. Both anchors were retrieved from within the patient. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device shows t1 is free from the delivery needle but remains attached to the suture. T2 is in its customary pre-deployment position on the needle. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The device was not returned in the condition of the reported complaint of simultaneous deployment. As a result an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pre-mature trigger advancement during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.